Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint devices were received and tested. Visually, the main pusher rod (gray trigger) on both guns were observed to be bent at the distal tip. This bend in pusher rod is typical of aggressively removing the needle following use. Additionally, the needle was received without the suture attachment and had no anomolies. When tested for its functionality, both devices's grey triggers were rough to operate but still actuated the pusher rod. This complaint could be confirmed and the failure could be attributed to mishandling of the device. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 5 for the same event. It was reported by the affiliate in (B)(6) that during anterior cruciate ligament (acl) reconstruction and meniscal suture surgical procedures, it was observed that the stylet of device would not retract and the trigger would not work after first time firing. The surgeon then changed to a new device to continue but it was reported that the stylet still would not retract and trigger did not work after the first time firing. It was reported that the surgeon changed to a third device to complete the procedure successfully. According to the reporter, it was the grey trigger of the deployment gun that would not work. It was further reported that the surgeon did not over penetrate the meniscus. It was unknown if a new location was used for the implant upon the third attempt. There was no delay during procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 6/16/2014. Investigation summary: the nonconformance search/query statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: the complaint devices were received and tested. Visually, the main pusher rod (gray trigger) on both guns were observed to be bent at the distal tip. This bend in pusher rod is typical of aggressively removing the needle following use. Additionally, the needle was received without the suture attachment and had no anomolies. When tested for its functionality, both devices's grey triggers were rough to operate but still actuated the pusher rod. This complaint could be confirmed and the failure could be attributed to mishandling of the device. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A non-conformance search was performed for this product code 228143, lot 3783995 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.